Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons are not doing anything and the customer is unable to clear the alarm. Customer's blood glucose reading at the time of the call was 41 mg/dl and has treated with a glucose tablet and a meal. No further information reported.

Manufacturer narrative:
Insulin pump's act button did not respond due to corroded keypad trace. No button error alarm noted. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.